Manufacturer narrative:
Event problem codes provided by the manufacturer. The investigation, including root cause determination is in progress. This report mailed in to FDA on: 06/21/2007.

Event description:
A system operator reports one pt with a 'poor clinical outcome' following refractive surgery on the right eye. (It is unknown what device was used for the initial procedure.) Pt records indicate at approx. 14 months post-op, bcva had decreased 1 line compared to pre-op bcva. Pt exhibited a -4.25 diopter of induced astigmatism. An enhancement was performed at 15.5 months post-op. At 17 months post-enhancement, bcva was 20/40-2. At approx. 2 years post-enhancement, bcva was 20/50-2 and the pt exhibited -5.25 diopter of induced astigmatism. In addition, the pt was overcorrected by +3.75 diopter. Throughout the healing process, the pt reported blurry vision.